Manufacturer narrative:
Device received with broken battery tube threads. Device received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage to battery compartment and reservoir compartment. The customer¿s blood glucose was 5.6 mmo/l. The customer was assisted with troubleshooting. The customer stated that the groves in both battery compartment and reservoir compartment are worn down making it difficult to secure the battery cap and reservoir. The customer was advised to discontinue use of the device and to revert to the back-up plan. The device will be returned for analysis.